Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the post-op visit, the pt complained of skin irritation at the ipg site that may be to the adhesive of the bandage. The pt was prescribed an oral antibiotic and will be seen for re-eval at a later date.